Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture, material separation, migration and suction issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent venous port implantation using powerport isp MRI 6cf int w sp, att, sl for long-term chemotherapy. During a routine tumor assessment follow-up on (B)(6) 2025, a lung CT scan revealed that the port catheter was allegedly found fractured, with the broken segment extending into the right ventricle. On (B)(6) 2025, the fractured catheter segment was retrieved under superior vena cava angiography. Subsequently, on (B)(6) 2025, the port body was removed. Both the broken segment and port body were found intact and connected, with the total length matching the originally implanted length and fluid is found to penetrate the skin/vein or air enters the body through the device, unable to draw back blood. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent venous port implantation using powerport isp MRI 6cf int w sp, att, sl for long-term chemotherapy. During a routine tumor assessment follow-up on (B)(6) 2025, a lung CT scan revealed the port catheter was allegedly found fractured, with the broken segment extending into the right ventricle. On (B)(6) 2025, the fractured catheter segment was retrieved under superior vena cava angiography. Subsequently, on (B)(6) 2025, the port body was removed. Both the broken segment and port body were found intact and connected, with the total length matching the originally implanted length and fluid is found to penetrate the skin/vein or air enters the body through the device, unable to draw back blood. The current status of the patient was unknown.